Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge remained static at 105 units despite the customer delivering insulin. Reportedly, the customer reloaded a new cartridge and received an accurate fill estimate. In addition, the customer experienced a low blood glucose (bg) of 43 (mg/dl) and the cause was unknown. The customer declined troubleshooting for the low bg. Although requested by tandem technical support, no further information regarding the low bg was provided.